Manufacturer narrative:
Additional information: b5, e4, g2, h4, h6 (update codes), h10, h11. B5: it was further reported that the affected quantity was two(2). H4: the lot was manufactured between april 29 - may 2, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked at the administration port while the twist off cap was still sealed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.